Event description:
Pt reported obtaining a blood glucose result of 280 mg/dl, while using the suspect device. Pt indicated that, within 10 minutes, blood glucose was retested on a physician's device, with a result of 118 mg/dl. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped. Pt reported obtaining a blood glucose result of 280mg/dl, while using the suspect device. Pt indicated that, within 10 mins, blood glucose was retested on a physician?s device, with a result of 118mg/dl. No pt injury was reported and no treatment was rec?d. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product as shipped.